Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, increased threshold resulting in a loss of capture was noted on the left ventricular (lv) lead. Reprogramming was preformed to resolve the event. The patient was stable.